Event description:
It was reported that surgery time was extended more than thirty minutes.

Manufacturer narrative:
(B)(4). The associated visionaire block was returned and evaluated. A review of the manufacturing records did not reveal any material or manufacturing deviations. An engineering investigation was completed by our visionaire team. Per the engineering investigation, the alignment was evaluated and was within visionaire standards. The segmentation was evaluated and under segmentation of medial posterior cartilage (slices 41-45) was observed. The segmentation on the posterior medial cartilage could have affected how the alignment engineer verified rotation. All associated employees involved in the design of the associated devices were made aware of this complaint. The alignment engineer has completed the segmentation feedback form and provided feedback to all employees involved. At this time we feel these actions will prevent recurrence of this failure. No additional actions are being taken at this time.

Event description:
It was reported that additional 2.5 mm of bone was cut from the posterior medial condyle changing the femoral rotation. It was also reported the tibial blocks resulted in much larger resections than in pre-op plan. The posterior slope of the tibial cut was more than the standard 3 degrees resulting in instability in both flexion and extension.